Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested; the following was obtained: how many devices demonstrated the alleged deficiency? Maybe 1. Please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During the final tying of an unknown cardiovascular surgery, the suture in the middle was broken during use, not at the knot part. Since the same issue occurred several times, the doctor requested an investigation to see if the same issue occurred in other products from the same lot. Both pn3556h and d10114 are not a control release needle. Additional suture was performed to complete the case. No sample will be returned. Lot number ¿ 106130 for pn3556h, and 10795h for d10114 - unknown if these are the correct lot number. There were no adverse consequences to the patient. Additional information was requested.